Event description:
It was reported that pump experienced an malfunction. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report and did not require third-party assistance. Technical support guided customer through resetting malfunction code, confirmed pump was operational, and arranged shipment of replacement pump. Customer will continue to use current pump; will rely on alternate method if necessary.